Event description:
It was reported by service report that the bed controls were not functional from the footboard and side rails. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results - motor control board.